Event description:
Patient reported via sus voluntary mw5152701 and mw5152702 "hardening and pain in left breast and scarring issues with pain on right breast. I had contracture... Developed severe pain in my joints, especially hip and elbow pain. It is so painful it keeps me from sleeping. It is progressively getting worse. I also believe the contracture has return in both breasts. Additionally reported "I also noticed changes in my vision and extreme dryness in both eyes. I am having memory and cognitive issues that are frightening... Fogginess I am experiencing. I am convinced I have a reaction to my implants. I also feel upset and depressed since I know this has been on the radar for the health/medical industry for some time"; these events are not device related. This record represents the right side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, h4.

Manufacturer narrative:
In response to FDA report number: mw5152701 and mw5152702. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported via sus voluntary mw5152701 and mw5152702 "hardening and pain in left breast and scarring issues with pain on right breast. I had contracture... Developed severe pain in my joints, especially hip and elbow pain. It is so painful it keeps me from sleeping. It is progressively getting worse. I also believe the contracture has return in both breasts. Additionally reported "I also noticed changes in my vision and extreme dryness in both eyes. I am having memory and cognitive issues that are frightening... Fogginess I am experiencing. I am convinced I have a reaction to my implants. I also feel upset and depressed since I know this has been on the radar for the health/medical industry for some time"; these events are not device related. This record represents the right side. Device remains implanted.